Event description:
It was reported, that the colonovideoscope channel was clogged. The issue occurred during preparation for a diagnostic procedure, completed with a similar device. There was no delay to the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the cleaning brush had clogged the channel tube. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the handling of the device (reprocessing) deviating from the instruction manual. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.